Manufacturer narrative:
The philips remote service engineer (rse) remotely logged into the site and verified the hostname with the customer. The rse then verified that the external speakers were set as the default. Finally, the rse requested that the customer to reseat the cable at the back of the computer. The issue is confirmed as it was resolved after reseating the cable.

Event description:
Philips received a complaint on the patient information center ix indicating that there were no audio alarms at the central station. The device was in clinical use on a patient at the time of the event. No adverse event was reported.